Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a customer that on (B)(6) 2018, a 625126 roto-cam maryland dissector monopolar was found stained with color brown in the sterile pack after "vacuum cleaning" and sterilization. The product was not in contact with the patient. No patient injury or death alleged, and the event did not lead to increase the surgery time.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The customer provided picture shows brown discoloration on the sterilization pouch. The jaw area presents with brown corrosion stains and debris. Prior to sterilization, a thorough brushing/flushing of the open areas should be performed to ensure no entrapment of debris, which leads to discoloration, corrosion, and pitting. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
N/a.